Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the data configuration file was found to be corrupted and that the backup files were installed to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the pendant of the imaging system displayed that the system was booting and not progressing past the prompt. Restarting the imaging system did not restored functionality. There was no patient present when this issue was identified. No additional information was provided.